Event description:
Reporter alleged discrepant blood glucose values of 238 mg/dl back to back with a result of 70mg/dl when testing was performed 2 minutes apart on the advantage system. Customer stated feeling low during the time of the testing, however, did not provide the location. As a result of the comparison, customer self treated with juice, however, no other actions were taken or treatment received reportedly. A request was made for the return of the suspect device and replacement product was sent.